Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that shock impedances for this right ventricular (rv) lead spiked high out of range. The physician elected to perform defibrillation threshold (dft) testing, which resulted in an impedance of 93 ohms. It was reported that the impedance values on daily measurements had been decreasing prior to the dft testing. The physician increased the alert limit for shock impedances on this lead. No additional adverse patient effects were reported. This rv lead and the associated cardiac resynchronization therapy defibrillator (crt-d) remain in service.